Manufacturer narrative:
Service was not dispatched to the customer site. Beckman coulter quality assurance (qa) evaluated the event involving the au480 chemistry analyzer, and followed-up with the customer. The customer performed troubleshooting and stated that replacement of the electrode resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low sodium (na) patient results on their au480 chemistry analyzer. The erroneous results were not reported out of the laboratory; thus, there was no impact to patient treatment. There was no report of injury or adverse event in association with this event. The customer stated quality control was low prior to the event.